Manufacturer narrative:
The insulin pump passed functional tests. No motor error alarm noted. The motor was tested outside of device and passed. The insulin pump was received with minor scratches to liquid crystal display window, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and stained address/serial number label.

Event description:
It was reported that the customer received a no delivery alarm and motor error alarm. The customer's blood glucose level was 190 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)